Event description:
An attempt was made to deploy an absolute stent delivery system (sds) in the sfa (off0label use) using a contralateral approach. The doctor deployed up to 90 mm of the stent until the thumbwheel stopped. The doctor pulled back on the absolute and thestent then fully deployed; however the proximal end of the stent struts were flared. Another absolute sds was placed in pin down and flared struts of the first absolute stent. There was no reported injury and no additional information available.